Event description:
It was reported that a patient underwent a laparoscopic trans abdominal pre- peritoneal repair procedure of a primary incarcerated ventral hernia on (B)(6) 2012 and mesh was used. The patient was diagnosed with an ileus on (B)(6) 2012 which required hospitalization for treatment with a nasogastric tube. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information: it was reported that currently the patient has returned to normal with no further sequelae.